Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800677 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device misfired. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The width between the jaw pivots on the top jaw was measured and compared to product specifications (g00441). The width between the jaw pivots was measured to be as wide as .118" which is out of the specification. As per g00441, the width between the jaw pivots should be within the tolerances of .110" +/- .003". Since the jaw was measured to be out of specification, this is a manufacturing related issue. The investigation was performed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. It was noticed that the top jaw was not moving during the loading of the clip. Another attempt was made with the same result. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the top jaw had a jaw leg that was bent, starting at the pivot. The jaw was dimensionally inspected (see dimensional inspection section) and it was confirmed to be out of specification. Since the jaw was out of specification, it was unable to close during the loading of clips which prevented the clips from properly loading. The root cause of this issue is manufacturing related due to a component being out of specification. (B)(4) has been opened to further investigate this issue. Product drawing, g00441, for the top jaw was reviewed as a part of this investigation. The reported complaint of "unit misfired" was confirmed based upon the sample received. One device was received. Upon functional inspection, the clips were unable to properly load into the jaws because the top jaw was not closing during the loading of the clips. The top jaw was dimensionally inspected , and it was found that it was out of specification. Since the top jaw was out of specification, it was unable to close during the loading of clips which prevented the clips from properly loading. The root cause of this issue is manufacturing related due to a component being out of specification. Nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the device misfired. There was no patient injury.